Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or the missing crimp could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the grasping retractor instrument cable broke at the distal end of the instrument during a da vinci abdominal perineal resection and total mesorectal excision procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.